Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation the foreign material in the nozzle could not be specified, there was no physical damage where the foreign material was found, and there were no reported reprocessing deviations from the IFU. A definitive root cause of the foreign material in the nozzle could not be identified. The occurrence of the reported problem can be prevented by adhering to the instructions for use (IFU) sections: IFU states detection methods in gif/cf/pcf-260 series operation manual chapter 3 preparation and inspection IFU states preventative measures in gif/cf/pcf-260 series reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned and evaluated, and foreign objects were found to be clogging the nozzle; this has been attributed to insufficient cleaning. The device was cleaned, disinfected, and sterilized (cds) the product before it was sent in for repair. According to the customer, the air water nozzle was flushed with air and water, there were no abnormalities in the accessories used for reprocessing, the air water nozzle was wiped with clean lint-free clothes, brushes, or sponges, and the air water nozzle was flushed with detergent solution. It is also unknown if there was a delay in the start of pre-cleaning, but the endoscope was immersed in the detergent solution. The device evaluation found the air supply volume, the water supply volume, and the water removal ability did not meet the standard value due to clogging of the nozzle, water tightness was lost due to deformation of the scope cover and a pinhole on the bending section cover, the bending angle in the up direction did not meet the standard value due to wear of the angle wire, the play of the right left knob was out of standard value due to wear of the angle wire, the scope cover plate was detached, the color ring was cracked, the scope cover plate was unclear, the adhesive around the objective lens and the light guide lens was peeled, the light guide lens was cracked, the paint on the air water cylinder and the suction cylinder was peeled, the connecting tube was discolored, the electrical connector was discolored due to water leakage, the control unit was discolored, the universal cord was wrinkled, the suction cylinder was shaved, the connecting tube was wrinkled, and a scratch was found on the scope cover, the scope connector cover unit, the protector of the universal cord on the control section side and the suction connector side, the plastic distal end cover, the connecting tube, the forceps elevator lever and knob, the right left knob, the control unit, the up down knob, the universal cord, the suction connector, the switch box, and the grip. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the evis lucera gastrointestinal videoscope experienced an air water supply failure. The issue was found during preparation for an unspecified diagnostic procedure. The intended procedure was completed with no reports of procedural delay or patient harm. The device was returned for evaluation. During the device evaluation, foreign material was found in the nozzle. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.